Manufacturer narrative:
Citation: balzer d. Pulmonary valve replacement for tetralogy of fallot. Methodist debakey cardiovasc j. 2019 apr-jun; 15(2): 122¿132. Doi: 10.14797/mdcj-15-2-122. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the currently available bioprosthetic valve technology and its application in patients with right ventricular outflow tract (rvot) dysfunction and investigational devices undergoing clinical trials. All data were collected from a secondary review of previously published studies. The study population included an unspecified number of patients (demographics not provided), approximately 714 were identified as having been implanted with medtronic melody transcatheter pulmonary valves. No serial numbers were provided. Among all melody patients, adverse events included: reintervention, valve explant, stent fracture requiring reintervention, rvot conduit tears/rupture following melody valve implant requiring covered stent placement, recurrent stenosis, structural integrity loss, coronary artery compression, mild pulmonary regurgitation, and mean rvot gradient greater than 20 mm hg. Other adverse events reported: severe rvot obstruction, significant pulmonary regurgitation, or ¿thickened leaflets and vegetations¿ due to endocarditis. It was noted that a proportion of endocarditis cases required valve explant, balloon valvuloplasty, second valve implant, or bare metal stent placement. Based on the available information, medtronic product may have been associated with the adverse events. Among all melody patients, malfunctions included: stent fractures. Based on the available information, medtronic product was directly associated with the malfunction. No additional adverse patient effects or product performance issues were reported.